Event description:
Customer changed the infusion set and filled the reservoir with saline. Once customer removed the plunger rod, the end of the reservoir started to leak very slowly. It was stated that customer noticed a small hole at the tip of the dome. The saline was coming out of the dome, exiting out of the reservoir and got into the plunger rod.